Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Knee implant loosened and had been causing severe pain, swelling, now limping, build up of fluid, loosing stability, daily outrageous pain, and now revision required.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "no clinical or past medical history and no primary or revision operative reports are available. There is no examination of the explanted components and no confirmation of the event description regarding pain or loosening. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation". Device history review: : a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: "no clinical or past medical history and no primary or revision operative reports are available. There is no examination of the explanted components and no confirmation of the event description regarding pain or loosening. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation". Further information such as product details, product return and x-rays are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Knee implant loosened and had been causing severe pain, swelling, now limping, build up of fluid, loosing stability, daily outrageous pain, and now revision required.